Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The plastic bumper has fractured rendering the device inoperable. The device shows signs of extensive use. A review of complaint history did not reveal additional complaints for the device. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, while attempting to remove the bumper from the impactor after the case, one of the pegs broke off and remained stuck inside the impactor. The majority of the pieces were discarded at the account, only the piece stuck inside the impactor is able to be returned. No patient or surgery was affected due to this failure.